Event description:
Literature: tomycz nd, ortiz v, moossy jj. Simultaneous intrathecal opioid pump and spinal cord stimulation for pain management: analysis of 11 pts with failed back surgery syndrome. J pain palliat care pharmacother. Dec 2010; 24(4):374-383. Summary: the authors performed a retrospective review of 11 pts (8 men, 3 women) with failed back surgery syndrome (fbss) who underwent nonsimultaneous surgical implantation of both an intrathecal opioid pump (iop) and a thoracic spinal cord stimulator (scs). Chart review and structured phone interviews were performed to obtain follow-up. Of the two modalities, 3 pts (27%) had an iop placed first and 8 pts (73%) had a scs implanted initially. Mean follow-up was 41.7 months (3-97 months). All 11 pts (100%) stated that the dual-modality treatment improved their quality of life and all continue to use both an iop and scs for pain control. Six pts (55%) felt that the iop provided superior pain relief as compared to the scs, 4 pts (36%) felt that iop and scs provided a similar degree of pain relief, and 1 pt (9%) said the scs provided better pain relief than the iop. Nine pts (83%) claimed that dual-modality treatment improved their activities of daily living. Nine pts (82%) reported that the combination of iop and scs treatment had allowed them to significantly decrease their oral pain medication requirements. Reportable event: one (B)(6) male pt (pt 2) experienced a fracture of the connecting electrode of their scs requiring surgery 63 months post placement. The pt also experienced chest pain and shortness of breath when the stimulation rate was increased, this was managed non-operatively. The pt was reported to be satisfied overall with their pain management with both the iop and scs.

Manufacturer narrative:
(B)(4) - shortness of breath.